Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 7.2 and 6.1 inr. The corresponding lab result reported was 4.32 and 4.51 inr. The patient's coumadin dose was held.the device was replaced and requested to be returned for evaluation.